Event description:
(B)(4) the dealer reported that the (B)(4) 3-position recliner rear casters were not locking, and both arm rests were replaced. There was no injury reported.

Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although four different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).